Event description:
The user facility in (B)(6) reported the drive air tube of the cutter disconnected from the cutter. No pt injury was reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.